Event description:
The procedure was diagnostic, and patient was not under anesthesia.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5, g2 (healthcare professional checkbox was selected, it should remain in blank). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the results of the investigation the root cause could not be identified; however, it is likely that a defect of the video connector led to the malfunction. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the screen blackout occasionally due to defective video connector. In addition, service found the rear panel was deformed, the chassis was deformed and e209 was reported due to loose compact flash card. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the video processor has black screen occasionally. The issue was found during maintenance. There were no reports of patient harm.